Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. It was noted treatment was initially withheld due to wavelet and episode was treated after wavelet failed. The device and ra lead remain in use. No patient complications have been reported as a result of this event.